Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented with loss of capture (loc) and an escape rhythm at 40 beats per minute (bpm). The physician suspected the patient had a myocardial infarction at the rv lead location. However, the physician additionally reported that under fluoroscopy the lead appeared crushed by a suture sleeve and the coils appeared stretched. All pacing impedance measurements were reported as within range, but sensing measurements had decreased. The lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.